Manufacturer narrative:
A visual inspection was performed on the returned device. The reported difficult to remove could not be tested due to the device condition. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the part/lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that a balloon catheter encountered resistance with the guide wire during removal. Possible factors that may contribute to the difficult removing the balloon catheter over the guide wire may include, but not limited to, manufacturing damage, inner diameter of guide wire lumen, condition of the guide wire, or damage to the distal shaft of the catheter. Returned device analysis noted the balloon had multiple instances of bunching across the length of balloon, with multiple instances of outer member and inner member bunching across the length of the distal portion of the shaft. Additionally, the wire was noted to have deformation on the distal end. In this case, it is possible that the noted balloon catheter and guide wire damage contributed to the noted difficulty removing the device; however, it is unknown when these damages occurred and therefore, a conclusive cause cannot be determined. There is no indication of a product quality issue.

Event description:
It was reported that the procedure was to treat the peroneal artery with severe calcification and no tortuosity. After inflation of the 1.2x12mm armada balloon dilatation catheter (bdc), the bdc could not move on the unspecified ht winn guide wire. Therefore, both devices were withdrawn as a single unit. Another balloon and guidewire were used to complete the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number. D4: the UDI is not known as the part and lot number were not provided.